Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97740, serial # (B)(4), product type programmer, patient.

Event description:
A consumer implanted for non-malignant pain reported the patient programmer (pp) wouldn¿t perform any tasks. It was noted the pp had the same problem a couple of weeks ago, but the consumer was able to get it working again. It was further reported the consumer received overstimulation without manually increasing the amplitude and there was concern the implant was powering off, but when they attempted to decrease the amplitude they were unable to using the pp and the implantable neurostimulator (ins) didn¿t responded when prompted by the pp to turn off. In order to resolve the issue the batteries were changed in the pp which resulted in the device working properly and the ins responding. The rep. Was planning on meeting with the consumer on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.